Event description:
It was reported that during removing surgery (the patient bone completed union) the surgeon used the torque wrench and tried to loosen the set screw of the offset connector. However the hex of the set screw deformed. Therefore the surgeon cut the rod and removed the implants.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no manufacturing issues were discovered. Visual and functional inspections of the device revealed that debris were present on the set screw threads, some of which appeared to be biological. In addition, the set screw head had deformed from the original hex shape to a circular shape. Conclusion: the most likely cause of the reported event is galling between the set screw threads and the offset connector threads with debris likely contributing to the event.

Event description:
It was reported that during removing surgery (the patient bone completed union) the surgeon used the torque wrench and tried to loosen the set screw of the offset connector. However the hex of the set screw deformed. Therefore the surgeon cut the rod and removed the implants.